Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 160 mg/dl at the time of incident. The customer reported alarmed power system error, power loss alarm and unexpected battery power loss. The customer states this is the second occurrence of the replace battery now without a low battery alert. The customer did troubleshoot the issues. The insulin pump was returned for analysis.